Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right axillary artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with another of same device. There were no complications reported and the patient condition was normal.

Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 7mm distal of the distal markerband and extending approximately 25mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis. .

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right axillary artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with another of same device. There were no complications reported and the patient condition was normal.